Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was 500 mg/dl and other was 400 mg/dl. The customer not feeling good was the symptoms as a result of high blood glucose. Customer declined to troubleshoot for the high blood glucose event. It was unknown if insulin pump was on auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.